Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: the reported event was preventable by handling device in accordance with the following instruction for use (IFU). An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscpe endocare reprocessor exhibited e99 errors had occurred, however, the number of occurrence was unknown. There was no patient involvement.